Event description:
The reporter indicated that a 13.2mm vicmo13.2 -7.0 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise and the problem resolved. The reporter stated " after the operation, her binocular vision was 1.2, but she felt uncomfortable near vision, so she asked her dominant eye to be lowered by 50 degrees. At the repeated request of the patient, the right eye intraocular lens replacement was performed on the morning of november 5, 2022. The postoperative visual acuity was 1.0. The patient said that he was very satisfied with the current state, and he felt comfortable looking near and far."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).